Event description:
Pt had a 32 mm femoral head implant placed instead of 36 mm requested. Vendor handed off wrong size implant. Based on our review, the packaging/labeling of these implants is too similar. We suggest using different colored font, and/or bold font, or front/center labeling of the packaging. We are including a picture of the implant packages/labeling for your review. FDA safety report ID# (B)(4).